Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer stated that she was at a store when she passed out. The paramedics were called, and the customer was taken to the hospital. The customer's blood glucose reading at the hospital was 97 mg/dl. Prior to the event, the customer felt her blood glucose levels going low, and she ate a candy bar and drank some juice. Advised the customer to use the suspend feature if the same situation ever happens again. Nothing further was reported.